Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 12.6 versus 9.2 mmol/l meter to lab. Tests were done within 10 minutes with difference of 37%. Pt did not experience any events. No further info has been reported.